Event description:
Reporter reports that in 2004, she had surgery for urinary incontinence and at that time a repair of a rectocele and cystocele was done using the monarch and perigee mesh. Reporter states that she is still healing, has pain in her hip and groin. States that she now has a recurring rectocele. States that in 2008, a portion of the mesh was removed.